Event description:
Mr. (B)(4) of apple medical corp received a phone call on (B)(6) 2009 to request a replacement cannula/trocar for one that had broken during a surgery. The caller reported that an apple "trocar" broke during a gastric lap-band procedure performed on (B)(6) 2009. (Note: apple medical believes that it was the cannula that broke as it is fabricated from plastic and the trocar is aluminum). The caller reported that the "trocar" broke into two pieces "at skin level" with one piece falling into the pt. The broken piece was quickly recovered by the surgeon without necessitating medical or surgical intervention. The caller reported that the broken "trocar" came from an apple medical product catalog number 900-802, but could not provide a lot number due to the "or staff" disposing of the device pouch. The caller had no add'l info regarding the event but did state that the "nurse with all the info was on vacation until the (B)(6)". When asked by mr. (B)(4) if a medwatch report had been filed by the facility, the caller did not know. The caller stated that the broken device could not be returned to apple medical for evaluation at this time.

Manufacturer narrative:
Apple medical has very little info regarding this event other than the report that an apple medical "trocar" broke into two pieces "at skin level". The initial reporter of this event did state that she had a note regarding the event that read "excessive torque", but could not elaborate. Apple dispatched a rep to call on the user facility and attempt to get more info regarding the subject event. Apple medical will submit a follow-up report following the on-site visit of apple's rep to the user facility.